Event description:
It was reported that before implant it was not possible to insert the delivered stylet completely into the lead. There was a resistance in the last third of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor blood/body fluid (not obstructed); full lead returned and analyzed.